Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the patients ipg was repositioned.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the patients ipg was repositioned. Additional information received that the patient mentioned that the device was exploding under the skin. There was no signs of infection as per the nurse.